Event description:
A 6f angio-seal vip was deployed following a left heart catheterization and left ventricular and coronary angiograms. A pre-deployment angiogram showed that the right common femoral artery (rcfa) was adequate for angio-seal placement. Reportedly, the physician felt no resistance when compacting the collagen with the tamper tube, and it quickly slid beyond the black marker on the suture. Hemostasis was not achieved, and manual compression was applied for ten minutes. Femoral pulses were weak and distal pulses were not felt. A diagnostic angiogram revealed a filling defect in the rcfa at the level of insertion of the sheath. The anchor and collagen were successfully removed, and then a thrombectomy of the rcfa was performed. Post-procedure, the pt had excellent arterial flow distal to the arteriotomy. The arterial wall was closed, and hemostasis was achieved. The pt stayed overnight in the hospital due to this event. The pt was stable and was discharged.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.